Manufacturer narrative:
Batch review performed on 21-jul-2025: stem: m-vizion 01.22.408 proximal body ø20mm l 50mm lat with holes (k201471) lot. 2241140: (B)(4) items manufactured and released on 01-03-2023 expiration date: 2028-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: m-vizion 01.22.163 distal stem ø14mm l 220mm straight (k191816) lot. 2007071: (B)(4) items manufactured and released on 15-03-2021 expiration date: 2026-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The cause of the revision is reported to be specific device placement in the primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event and the device history record review does not indicate any potentially related manufacturing issue.

Event description:
At about 1 week from primary the patient underwent revision surgery due to a malpositioning of the distal stem (falsa via). The entire construct has been revised. The two parts could not be separated as the tip of the screwdriver using during primary broke inside the locking screw. During the tightening of the locking screw the screw driver tip broke.